Manufacturer narrative:
The patient's meter was returned for investigation. The returned product was measured in comparison to a retention meter and master lot strips. Testing results: qc 1: 3.3 inr, qc 2: 3.4 inr, qc 3: 3.3 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.

Manufacturer narrative:
Occupation was lay user/patient.

Event description:
The customer received questionable results from coaguchek xs meter serial number (B)(4). At 1:45 pm, the result from the meter was 2.5 inr. At 1:55 pm, the laboratory result was 2.0 inr. The laboratory used pg reagent with calcium chloride. There was no allegation of an adverse event. The therapeutic range was 2.5 to 3.5 inr. The customer was not anemic, had no antiphospholipid antibodies, no direct thrombin inhibitor, no heparin, no changes in medication or diet, and no bleeding or bruising. The suspect product was requested to be returned for investigation. Replacement product was sent. Retention test strips (lot 353497) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09). For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material complies with specification.